Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events.

Manufacturer narrative:
B5, d4, d6, h2, h6, h10 updated. Model number/catalog number 72404127 serial number null batch/lot number 855170011 model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 851025008 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.